Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. The explanted device was returned for analysis. The evaluation is not complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2015, the patient presented to the hospital with increasing shortness of breath. An echocardiogram revealed impaired left ventricular unloading. The patient's anticoagulation therapy was subsequently increased; the patient was placed on IV heparin. The patient was also started on low dose inotropic support (corotrope). On (B)(6) 2015, CT angiography did not reveal any pump obstruction. The patient remained ongoing on the device until (B)(6) 2015, when an ideal donor heart was found and the patient received a transplant. It was noted that the patient had a prior short hospitalization at the end of (B)(6) for a cystoscopy and a CT scan of the kidney. The patient was discharged on (B)(6) 2015 after optimization of anticoagulation levels. No further information was provided.

Manufacturer narrative:
Evaluation of the returned explanted pump revealed depositions in the outlet stator, outflow elbow, and outflow graft. The outlet stator revealed dark red, tissue-like deposition. The deposition had some lamination on the outer edges, was partly consistent with clotted blood, and the distal portion of the rotor had contact marks. These are indications that the deposition was likely present over an undetermined period of time while the pump was supporting the patient. The outflow elbow revealed dark red, soft deposition consistent with clotted blood and the outflow graft revealed red, soft deposition consistent with collapsed biological lining and clotted blood. These depositions may have developed at these locations due to poor surface washing as a result of a low flow condition. It is possible that the deposition found in the outlet stator caused a low flow condition. However, a specific cause for a low flow event and a specific time period in which these depositions developed could not be conclusively determined. Although a root cause for the observed depositions in the outlet stator, outflow elbow, and outflow graft could not be conclusively determined through this evaluation, these depositions were obstructing the blood flow path and could have contributed to the reported impaired left ventricular unloading. Examination of the pump bearings, rotor, and blood-contacting surfaces revealed no abnormalities. Examination and electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.